Event description:
Balloon on trocar popped during removal from port site. No balloon fragment found in patient after search. Patient experienced extended surgical/anesthesia time while search conducted.